Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) pump that was not inflating properly. The ipp pump was explanted and replaced with a new pump. No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) pump that was not inflating properly. The ipp pump was explanted and replaced with a new pump. No patient complications were reported.